Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 290 to 300 mg/dl and that the cannula was bent. The pod was worn longer than 48 hours on the leg. There was a correctional bolus (exact amount was not provided) but was not able to lower the patient's bg levels so the patient gave a manual injection with an insulin pen. The patient was able to activate a new pod.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia. The soft cannula, hard cannula, bottom housing and adhesive were checked for any burrs, sharp edges or manufacturing deficiencies that might cause irritation. It could not be determined what caused the skin irritation.